Event description:
It was reported that the handpiece cord powered a handpiece when the trigger was not engaged during a routine maintenance visit at the account and in a non-sterile environment. This did not occur during a surgical procedure. There was no pt involvement. There was no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece cord was received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.